Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-02630. It was reported the patient's scs system controller displayed an error while attempting to set the scs system to MRI mode. The patient controller (pc) displayed "MRI not advised" message. Diagnostics revealed the patient's scs system leads were exhibiting high impedance. Consequently, surgical intervention was taken and the patient's scs leads were replaced and the issue was resolved.

Manufacturer narrative:
Corrected data: date received by manufacturer, the aware date was (B)(6) 2018, not (B)(6)2018.

Event description:
Device 1 of 2 :reference MFR report: 3006705815-2018-02630.